Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with lcp distal femur plate and screw construct on an unspecified date. On (B)(6) 2013 it was reported that two of the dynamic locking screws broke after standardized implant removal due to an uneventful healing in the femur treated with a liss. The surgeon performed the implant removal and it was noted the dynamic locking screws were broken. Reportedly the fracture had healed. This is 1 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
We were unable to identify any material defects based on our inspections/testing. The reason for the damage to the press fits could not be determined with accuracy. The device was examined with an electron microscope. The dynamic locking screws submitted were presumably fatigued as a result of cyclic overloading. The discernable fine fatigue lines and secondary cracks on the entire visible fracture surface are a clear sign of a fatigue crack under cyclic overload. With reference to image 15, the macroscopic rest lines of the fracture face on pin no. 1 indicate that the screw was fatigued from the right middle, and then, as a final step, failed in form of a residual fracture resp. Mixed fracture. In the case of pin no. 2, the macroscopic rest lines and the clearly separated residual fracture with counter-clockwise twisted zones indicate that the screw was fatigued from the top left quadrant, and that the residual fracture was caused during unscrewing the pin as the final step during explantation. Virtually the entire fracture faces of the pins demonstrate fatigue lines, the cause of which cannot be determined accurately. The cause of fracture cannot be determined definitely.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date.

Event description:
This is 2 of 3 reports for the same event, (B)(4).